Event description:
During the implantation procedure, there were difficulties with the stylet going through the lead. The stylet was reportedly bent and ended up piercing the lead. Therefore, lead was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: no manufacturing defect was identified during the course of these investigations. The perforation as described by the physician in this case caused deformation to the inner conductor coil of the lead, but the insulation was determined to remain in tact, as evidenced by the tests performed during the laboratory investigation.